Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was subsequently explanted and replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.